Event description:
A male underwent initial aaa repair in 2006. One main body and two iliac leg grafts were placed, and the two main body extensions were placed in the iliacs. Over time the left iliac leg graft disconnected so in 2008, the physician placed another iliac leg graft.

Manufacturer narrative:
Evaluation: this event is still under investigation.